Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported decrease in flow. The controller event log files contained events from (B)(6) 2025 to (B)(6) 2025. A slight decrease in estimated flow values were observed beginning on (B)(6) 2025 from a typical range of 5.7-6.1 liters per minute (lpm) to 5.2-5.5 lpm. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Despite the slight decrease in estimated flow. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for an implantable cardioverter-defibrillator (ICD) shock. With quick glance, it appeared that his flows had a sudden drop and remained low. Log files captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. It was noted that there was a slight dip in estimated flows starting on (B)(6) 2025 into the mid 5 lpm range. It remained stable until the end of the log files. Overall, it was said the flows looked stable.